Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type extension, product ID 3389s-40, lot# va0cs7a, implanted: 2013-(B)(6), product type lead, product ID 37642, serial# (B)(4) product type programmer, patient. (B)(4),

Event description:
Additional information received reported the day prior to report, a new ins and extension were implanted along with a second lead and extension.

Event description:
It was reported the extension wire was cut and left in right at the lead/extension connection. It was stated the partial explant of the extension occurred on the day after report. It was noted there was no alleged product issue. It was statedthe implantable neurostimulator (ins) was explanted on the day after report and there was no alleged product issue. It was stated the patient status at the time of report was alive with no injury. It was stated an infection occurred and a culture was taken from the device pocket. It was stated antibiotic treatment was necessary. It was noted the patient had redness and swelling around the device pocket on the right side of their chest.